Event description:
A customer reported to olympus there was defective connector(s) on the endoeye flex deflectable videoscope. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed the screen was black and no image was shown due to the breakage/short circuiting of the imaging cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the device was manufactured. The device was returned to an olympus repair facility, and an evaluation of the device was performed, confirming the customer's allegation. A disconnection and short circuit of the ccd (charged coupled device) cable caused the reported problem of a black screen with no image. In addition, the bending section could not be fixed firmly, caused by a damaged lock engagement lever (fe). The bending section cover (a-rubber) was scratched and had chipped adhesive, the video connector had a crack and a peeled label, the video connector case had a crack and a scratch, the light guide connector was scratched, the lock engagement lever (fe) was scratched, switch #1 was dirty and had a scratch, the control unit had a scratch, the right/left plate had a scratch, and the angulation lever and switch#1 were scratched. The number of broken wires in the bending tube blade exceeded the standard value, and the connection between the insertion pipe and the control unit was not secured. The root cause of the subject event was unable to be specified; however the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The IFU describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will monitor the field performance of this device.